Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the sensor gave inaccurate values on (B)(6) 2013. The finger stick value read 180, but the device gave a value of 250.patient did not report any injury or medical intervention at the time of contact with dexcom technical support.